Event description:
User and wheelchair were being transported in taxi, using the transportation brackets. During the journey, the hub of the wheel failed and the user was propelled into the side of the taxi interior. User has suffered a concussion as a result of the incident. Incident report was completed and is on record. Customer is unsure at this time as it's not clear the wheel already had existing damage or was cracked already while in use.